Manufacturer narrative:
H11: correction. D4: corrected model#. Section d4: was updated to indicate correct model#. G4: PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510k.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. H3 other text : device not returned yet.

Event description:
It was reported to vyaire medical that the vela ventilator is showing vent inop alarm and in error log its showing xdcr fault occurred. There was no patient involvement reported in this event.